Manufacturer narrative:
Batch review performed on 20 november 2018: lot 180830: (B)(4) items manufactured and released on 22-may-2018. Expiration date: 2023-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component revised: ball heads: bipolar head 25060.2242 bipolar head ø22x42, lot 145513: (B)(4) items manufactured and released on 29-oct-2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 month after the primary. The pathogen is unknown at this time. The surgeon performed a washout and head exchange.